Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resultingin activation of the lead safety switch (lss) feature and an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.